Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the flow rate display on the scp system was intermittent during a procedure. There was no report of pt injury.